Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the cable connecting the front therapy electrode being severed, damaging all wires within the cable. The belt was unable to pass detect and treat testing. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.